Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had a power on reset and it was reprogrammed during the patient's office visit. It was also reported the physician choose to then replace the device as it was nearing elective replacement indicator (eri). No patient complications have been reported as a result of this event.